Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded key pad traces. No button error alarm noted. Insulin pump received with a minor scratch on lcd window, cracked reservoir tube lip, and cracked belt clip slot. All operating currents are within specification. No unexpected failed battery test alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was having lots of issues. Customer stated that it was alarming button error, failed battery test and the display was going blank. Customer stated that she changed the battery, but the problem remains. Nothing further was reported.